Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was working sporadically. Additionally, the cord lid was broken and the printer was sticking and skipping. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus and printer issues; both were working normally. Analysis was able to confirm the power cord bay was broken. Analysis also noted that the stylus tip was wobbly but functional, the upper case was damaged, the electrocardiogram (ECG) connector on the link electronic module (lem) was loose. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.